Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they had low blood glucose level. The customer¿s blood glucose level was 53 mg/dl. The customer¿s blood glucose level was 290 mg/dl, 230 mg/dl and 355 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.